Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, e/a alarm or prime/fill anomaly due to unresponsive button.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received the press all buttons harder to get to respond and a little harder to read screen as well as about 6 months ago had error code when changing set and priming. The customer¿s blood glucose was unknown. Customer stated that they received no delivery alarms. The insulin pump will not be returned for analysis.